Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, during branch division, approximately 75% of this phase of the evh procedure was completed, the harvester noted that the hemopro tool jaw was separated from the electrical wire. The tool was removed and the case was completed with a new hemopro kit. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). Updated section: d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 03/26/2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. The entire clear silicone insulation on the cold jaw was observed to be peeled away from the cold jaw exposing the entire metal cold jaw. The detached clear silicone was returned for evaluation. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed. The lot # 25155737 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, during branch division, approximately 75% of this phase of the evh procedure was completed, the harvester noted that the hemopro tool jaw was separated from the electrical wire. The tool was removed and the case was completed with a new hemopro kit. The hospital did not report any patient effects.